Manufacturer narrative:
Analysis of the returned device identified: deformation device, creases fold and weight to the specification. Cloudy in the gel observed after autoclave cycle.based on the device analysis the final assessment is:creases are observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and patient ¿could not breathe (dyspnea all the time) that gets worse at bedtime." The device has been explanted.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported unknown side capsular contracture baker grade unknown. The device remains implanted.

Manufacturer narrative:
Additional information was received and implant and explant status were updated to date known. Additional information was provided when the product field note (pfn) was received that the capsular contracture initially reported as baker grade unknown is now a baker grade iii. Additional information was provided when the pfn was received stating that the issue occurred on the left side. Additional information was provided and product identifiers were received. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additionally, healthcare professional reported left side and baker grade iii for capsular contracture. The event of ¿could not breathe (dyspnea all the time) that gets worse at bedtime¿ was added in the report as well. The device has been explanted.